Event description:
It was reported that a pt received multiple transfusions through the device and experienced reactions such as elevated heart rate and respiratory rate, decreased oxygen saturation, vomitting and a rash. The health facility reported these reactions after the blood bank noted a possible connection between the device and the reactions.